Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that damaged infusion sets were causing no delivery. Caller reported that customer's blood glucose was 450 mg/dl due to bent cannula. Caller reported that batch on infusion set were bad. Caller reported to have changed to an 18 inch tubing and customer woke up with blood glucose of 200 mg/dl. Caller declined troubleshooting.